Manufacturer narrative:
Analysis results not available; device not returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device is not working. No patient impact reported. Additional information indicates a head/neck thyroid procedure was performed. There is no stimulation response on a confirmed nerve. The electrodes seemed to be functioning normally and passed all pre-op tests. The procedure was completed with another nim system.

Manufacturer narrative:
The repair of the device has been completed. The device stim 1 had failed. The fuse was found blown. The fuse was replaced and the device was tested to specifications. If information is provided in the future, a supplemental report will be issued.